Event description:
It was reported that the patient's right ventricular (rv) lead exhibited high pacing impedance and failure to capture. A chest x-ray was performed and discovered that the rv lead was fractured. The rv lead was explanted and replaced. The patient was stable throughout.

Manufacturer narrative:
The reported events of fracture, failure to capture, and high pacing impedance were confirmed. As received, a complete lead was returned in one piece. Visual and x-ray examinations of the lead noted clavicle crush fracturing all filars of the outer coil distal to the suture tie impression. The cause of the reported events was due to clavicle crush.